Manufacturer narrative:
(B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens not returned.

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint information, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. There was no evidence found of a foreign body on the lens. Conclusions: based on the complaint information, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens into the patient's right eye (od) and noted a black spot on a haptic. The lens was removed with no reported injury and exchanged for another same model lens. The problem was resolved.